Event description:
A malfunction alarm identified as code "malf 12" was reported, but there was no adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction within the last 24 hours. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and advised to contact technical support if the malfunction recurred, which the customer acknowledged and understood.